Event description:
The product manager reported on behalf of the user facility the following incident: after the panta nail set was sterilized, the reamers at least appeared rusted. The panta nail set was originally from the sales representative consignment inventory. The following are the devices included in the set: 519009 diam - 9 cannulated drill - lot e31y, 519011 reamer diam. 11 - lot e1nv, 519012 reamer diam. 12 - lot e1rc, 519013 reamer diam. 13 - lot e1nx, 519014 reamer diam. 10.5 - lot e1ny. 519015 reamer diam. 11.5 - lot e1rf, 519016 reamer diam. 12.5 - lot e1rg, 519--- reamer diam. 13.5 - lot e1p1, 519--- pantar protecting sleeve - lot e1rn, 519029 external protection sleeve 9mm diameter - lot e1rm, 519028 interal protection sleeve 3.2 diameter - lot e1rl, 519185 diam. 7 protecting sleeve - lot e1s2, 519181 diam. 5 protecting sleeve - lot e1s0, 519178 medium drill guide diam - 4.3mm - lot e578, 519178 medium drill guide diam 4.3mm - lot e579, 519120 screw for nail fixation - lot e1rs.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.